Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 2.5 millimeter, approximately 90% stenosed ostial left coronary artery (lcx). A few treatments were performed before a perforation was observed. A covered stent was placed in the artery to resolve the perforation. The patient was in stable condition. In the physician's opinion, the size of the vessel contributed to the perforation.